Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. Additionally, a video of the device were provided from the procedure and a leak in the luer can be confirmed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, the catheter was prepped and washed on the table. It was then connected to the farastar cable and the flush bag. After insertion into the sheath and aspiration, the ep started positioning the farawave catheter in one of the veins. I noticed that the end of the farawave was dripping liquid and then we realized that the flush port on the farawave was likely compromised as that was where the saline was leaking out from. The procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, the catheter was prepped and washed on the table. It was then connected to the farastar cable and the flush bag. After insertion into the sheath and aspiration, the ep started positioning the farawave catheter in one of the veins. It was noticed that the end of the farawave was dripping liquid and then we realized that the flush port on the farawave was likely compromised as that was where the saline was leaking out from. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.